Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The users reported that the op check failed no patient or user involvement was reported.